Event description:
It was reported that during a coronary balloon angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. The balloon catheter was advanced into the target lesion. At the first inflation, the balloon was inflated to nominal pressure when it ruptured. The procedure was completed with a different device with no pt complications. The pt condition post procedure was reported to be "good".

Manufacturer narrative:
(B)(4).